Event description:
It was reported that sometime post an ultrasound guided ascities drainage catheter placement, the pigtail part of the catheter was allegedly broken inside the patient. It was further reported that reoperation was done to remove the drainage catheter from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 10f navarre drainage catheters was received for evaluation. Gross visual and microscopic visual evaluation was performed. A complete circumferential break was noted on the distal end of the catheter and portion of catheter was noted complete break and separated. Pigtail thread was noted on the catheter hub in the sample. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided ascities drainage catheter placement, the pigtail part of the catheter was allegedly broken inside the patient. It was further reported that reoperation was done to remove the drainage catheter from the patient. There was no reported patient injury.